Event description:
It was reported to baxter japan that the reservoir of a two day infusor had ruptured during patient use at the patient's home. The device was filled with 5-fu and saline with a total fill volume of 92ml. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Additional narrative: the device has not yet been received for evaluation. Should the device or additional information be received, a follow-up report will be submitted. (B) (4)